Event description:
At beginning of treatment blood leak detector alarmed, tested positive for blood and treatment stopped. Blood loss approx 300ml. Staff thought the case of dialysis might have been dropped and it was removed from use. Patient restarted on another 25sx from different case and dialysis proceeded well for 2.5 hours. At 6:50, patient had respiratory arrest, and was intubated. Dialysis stopped and patient was transferred back to hospital bed. Patient expired (B)(6), due to multiple issues. Nurse manager states that she believes death was not related to blood leak. Refer to MDR (B)(4).

Manufacturer narrative:
We checked the manufacturing and quality control records of the concerned lot and there was no abnormality. So far, there also have been no other similar complaints reported from other facilities. Death has occurred (B)(6) weeks after dialysis blood leak. The medical staff do not consider that the cause of death is related to a blood leaking.